Event description:
The customer contacted nephron pharmaceuticals corporation via telephone regarding a product complaint on (B)(6) 2013. She reported that a silver piece fell into her mouth while using the ez breathe atomizer. Several attempts were made to contact the consumer via telephone and mail to confirm the reported incident; however, all attempts were unsuccessful.

Manufacturer narrative:
An evaluation of this failure mode from the design failure modes and effects analysis of this product, that the use of the product in a manner likely to cause adverse health consequence is improbable and that no complaints documenting deaths or serious have been received. Herewith the investigation report as attachment, and the complained device was not available for further investigation, therefore the root cause can not be identified.